Event description:
Hill-rom received a report from the customer stating a likorall 200 was leaking hydraulic oil from the safety drum, polluted lift strap by hydraulic oil. The lift was a demo unit used by the customer. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Typically when oil is observed on the lift strap or leaking from the case of the lift, it is an indication there is a seal that has malfunctioned on the safety drum. The safety drum is part of the mechanism that acts as a backup system if a primary lift component malfunctions. The safety drum safely lowers the pt. The most probable cause is either that the o-ring in the drum is leaking or the strap stop on the lift strap has been moved from its original position allowing motor to run in mechanical end stop. It is unk if the facility performs preventative maintenance on their lifts. The tech replaced the likorall overhead lift motor to resolve the issue. No further info is available on the repair of the lift at this time. The investigation is ongoing. However, if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.